Manufacturer narrative:
A ge service rep performed an onsite investigation. The cine drive was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the cine drive was not working. There was no report of death or serious injury associated with the complaint.